Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) micro-volume with luer lock end syringe inlets had particulate matter within the protecting cap of the tubing. One particulate was a yellow insect. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date: the lot was manufactured in november 2024. H11: two (2) actual devices and photographs were received for evaluation. Visual inspection was performed on the actual samples, and it was noted that there was contamination of foreign matter on both samples. On sample #1, a semi dark insect shaped object was observed under the opaque cap of the blue syringe connector, lodged in between the cap and the outside of the blue syringe connector, not in the fluid pathway. On sample #2, a dark reddish fiber type object 1mm in length was embedded in the blue syringe connector, not in the fluid pathway. The returned photographs were reviewed, and in one photo a semi dark insect shaped object was observed under the opaque cap of the blue syringe connector and in the other photo a dark line or dark fiber type object was observed on the blue syringe connector. The reported condition was verified. The cause of the reported condition could not be determined; however, was most likely a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.